Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.